Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges pain, discomfort and soreness. Doi: (B)(6) 2010; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, pfs alleges address stiffness, grinding and moving sensation. After the review of medical records, it was reported that the patient was revised to address alval with proximal lateral and proximal medial femoral bone loss and significant abductor destruction. Revision notes reported corrosion and bone loss. Clinical notes reported osteolysis, bursitis, abduction weakness and limited mobility. Xray indicated severe osteolysis and pseudotumor formation. Added cup and hole eliminator since they were revised. Added stem due to reported corrosion.